Event description:
Pt brought back to unit from operating room with fresh trach. Orl team brought same size and one size smaller back up trach as well as packaging for trach currently. When respiratory therapist was doing initial assessment, the packaging for the current trach was labeled as a neonatal, but reference number and length specs were consistent with pediatric trach. The trach in the pt, from the previously mentioned package was labeled as a pediatric on the flange. Trach tube changed to a neonatal bivona trach tube.